Manufacturer narrative:
As the suspect device was not returned, no evaluation of the device could be completed. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 103 mg/dl (aviva meter) and 293 mg/dl (paramedic's meter). No adverse event reported. Return of the suspect device was requested for evaluation.